Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired across the renal artery a crunch was heard while closing and the device misfired. There was no staple line nor cut line. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.